Event description:
It was reported that during the procedure in the obtuse marginal for treatment of restenosis of an unspecified stent, an attempt was made to advance a cutting balloon, but the device could not cross the lesion. A voyager nc dilatation catheter was advanced and successfully performed dilatation; however, a perforation occurred at the distal edge of the stent. A 3.0 x 16 graftmaster stent graft was advanced for treatment of the perforation, but the delivery system could not cross. The device was removed from the anatomy and a 3.0 x 12 graftmaster stent graft was advanced and deployed for successful treatment of the perforation. There was no adverse patient sequela and the patient was discharged two days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc coronary dilatation catheter is being filed under a separate medwatch MFR number. The device was not returned for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. The device history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the lot number was not reported.